Event description:
A report was received that the patient was experiencing allergic reaction as evidence by hives throughout entire body, including hands, face and back. It was mentioned that the patient had a metal allergy related to the device. The patient was given antibiotic and IV steroids.